Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie drawer 4 was not opening at all.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist validated functionality by successfully opening all drawers using the populate function, performed a cycle count for drawer 4, confirmed item retrieval, and verified normal drawer operation, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.